Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported his son's blood glucose reached 321 mg/dl while wearing the pod between 4 and 24 hours. He stated that one of the doctors at a jdrf event administered insulin (novalog) for treatment. The patient experienced vomiting and high ketones. The patient's mother does not believe the pod was delivering insulin. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).